Event description:
It was reported that the lens was broken. This occurred during implantation and the lens was removed again. Through follow-up we learned that the lens came out of the injector broken. The lens was cut during the removal and was discarded. The surgery was successfully completed using a back-up lens and the patient's outcome was good. The suspect lens was thrown away as it had to be cut into small pieces and will not be returned. No further information provided.

Manufacturer narrative:
Patient information: per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Implant date: n/a (not applicable). The intraocular lens was inserted and removed during the same procedure. Explant date: n/a (not applicable). The intraocular lens was inserted and removed during the same procedure. Initial reporter name and address - email address: unknown/not provided, telephone number: (B)(6). The intraocular lens (iol) has not been returned for evaluation as it was discarded following the removal from the eye. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.